Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿

Event description:
It was reported to gore that the patient underwent open hiatal hernia repair on (B)(6) 2010 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby explant of the gore device was performed. The following was reported: ¿gore mesh contracted and eroded into her stomach, esophagus and lung. This resulted in severe pain, debilitation and a gastrobronchial fistula. She required [multiple] lengthy hospitalizations to diagnose and treat these complications include on the following dates: (B)(6) 2016 - (B)(6) 2016; (B)(6) 2016 - (B)(6) 2016; (B)(6) 2017 - (B)(6) 2017.¿ the complaint continues: ¿on (B)(6) 2017, she underwent open surgery to remove the failed gore mesh and to take down the fistula. This required the following procedures: (1) left thoracoabdominal distal esophagectomy and proximal gastrectomy with thoracic esophagogastrostomy; (2) left lower lobe wedge resection en bloc with stomach and distal esophagus; (3) diaphragm resection en bloc with above-named specimens including the entire previously placed synthetic mesh; (4) complex diaphragm reconstruction with strattice 16 x 20 biomesh; (5) omental flap reinforcement of intrathoracic gastric conduit and esophagogastrostomy; (6) feeding jejunostomy; (7) extensive lysis of adhesions; and (8) open cholecystectomy. Severe inflammation and [foreign] body reaction was noted in the tissues surrounding the mesh. The pathology report notes that mesh material was found within the fistula, which measured 9 cm x 1.5 cm. Post-discharge she suffered complications from infection and required further [hospitalization].¿ it was reported the patient alleges the following product deficiencies: contraction, erosion, severe foreign body reaction/inflammation, infection, and fistula. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2017-(B)(6) 2017. Findings of CT chest, abdomen, pelvis with contrast dated (B)(6) 2017 impression: 1. No significant interval change in the postoperative appearance of the stomach/distal esophagus. 2. Previously demonstrated small calcified gallstones are not seen on the current study. Operative records dated (B)(6) 2017 state patient underwent the following: 1. Left thoracoabdominal distal esophagectomy and proximal gastrectomy with thoracic esophagogastrostomy. 2. Left lower lobe wedge resection en bloc with stomach and distal esophagus. 3. Diaphragm resection en bloc with above-named specimens including the entire previously placed synthetic mesh. 4. Complex diaphragm reconstruction with strattice 16 x 20 biomesh. 5. Ornental flap reinforcement of intrathoracic gastric conduit and esophagogastrostomy. 6. Feeding jejunostomy. 7. Extensive lysis of adhesions. 8. Open cholecystectomy the records dated (B)(6) 2017 continue: ¿we made a left thoracoabdominal incision and transected the costal margin. There were severe adhesions in the left chest, and I was really unable to mobilize the lung initially. Turning our attention to the abdomen, we extended the thoracoabdominal incision inferiorly through the patient's old midline incision. I was then able to mobilize adhesions and mobilize the transverse colon and splenic flexure inferiorly, exposed the left lateral segment of liver and mobilized that out of the way. Eventually I encountered the stomach.¿. The operative records dated (B)(6) 2017 state: ¿with some difficulty, I was able to enter the lesser sac, preserve the right gastroepiploic artery and start dissection along the lesser curve towards the diaphragm. There was clearly mesh and severe inflammation around the diaphragm . The omentum was then dissected from the transverse colon dividing the small vessels with the harmonic scalpel.¿. Records dated (B)(6) 2017 continue: ¿eventually in the lesser sac I also encountered severe adhesions to the pancreas which were taken using linear cutting stapling device. Eventually I was able to also mobilize the spleen and take down intraabdorninal short gastric along the greater curvature. Incising the diaphragm, I was then able to finally mobilize the lung and enter the upper chest where the adhesions were not as severe. The entire upper and lower lobes were mobilized with the exception of the diaphragmatic surface of the left lower lobe. Working in the posterior mediastinum, I then identified the esophagus underneath the aortic arch and mobilized it above the phlegmon.¿. Operative records dated (B)(6) 2017 continue: ¿the diaphragm was then incised outside of the palpated mesh in circular fashion, and eventually I was able to mobilize the entire phlegmon en bloc with the proximal stomach and distal esophagus transecting the diaphragm around the phlegmon resecting most of the left hemidiaphragm. Creating a tunnel to the inferior pulmonary ligament, I then stapled off the affected lung using several firings of linear cutting stapling device. Eventually I transected the esophagus and was able to complete the mobilization to the stomach.¿. Operative records dated (B)(6) 2017 state: ¿the left gastric was then taken using linear cutting stapling device, and a stapler was used there to fashion a conduit starting mid lesser curvature. This produced a nice tubular conduit that was pink based on the right gastroepiploic artery. 100 units of botox were injected in the pylorus. As the stomach was herniated, the pylorus was already mobilized enough so that it reached near the diaphragm, and I did not have to kocherize the duodenum.¿. Records dated (B)(6) 2017 continue: ¿liberating the specimen from the patient resulted in removal of the entire mesh, skeletonization of the aorta, resection of the left lower lobe en bloc with the distal esophagus and proximal stomach. The chest and abdomen were then irrigated and suctioned. Dr. Wiebusch then took over her part of the operation and performed a cholecystectomy.¿. Operative records from (B)(6) 2017 state: ¿when I entered the field there was a left thoracoabdominal incision. Her gastric conduit had already been made, and the abdominal cavity was exposed. The gallbladder itself harbored no inflammation. The peritoneum around the infundibulum and up the medial and lateral aspects was divided with electrocautery. The fibrofatty tissue in the triangle of calot was cleared free to clearly identify a cystic artery and cystic duct infundibulum junction. Both of these structures were doubly clipped and divided. The gallbladder was separated from the hepatic bed with electrocautery and passed off the field as a surgical specimen.¿. Operative records dated (B)(6) 2017 continue: ¿after completion of cholecystectomy I scrubbed back in. The conduit which had a good portion of omentum attached to it was then threaded into the chest across the diaphragmatic defect. A 25 mm orvil eea esophagogastrostomy was then performed. The staple ends were examined, and 2 donuts of esophagus and stomach were appreciated. A nasogastric tube was threaded into the intrathoracic stomach which was nicely tubularized after stapling of the candycane portion of the conduit. All staple lines were oversewn in lembert fashion.¿ records dated (B)(6) 2017 state: ¿the omentum of the conduit was then draped over the anastomosis and then secured there with vicryl sutures. The remainder of the omentum was draped over the rest of the conduit and secured to the diaphragm. A 16 x 20 cm strattice biologic mesh was then used to repair the defect in the diaphragm. This was done in an underlay abdominal fashion with 0 prolene sutures. Pieces of mesh were taken and used as pledgets on the thoracic side of the diaphragm. The mesh was incised in funnel-like fashion on the abdominal side, draped over the conduit. It was secured to the conduit with vicryl sutures, suspending it and taking tension off of the intrathoracic anastomosis.¿. Operative records dated (B)(6) 2017 continue: ¿the ligament of treitz was then identified, and 40 cm distal to the ligament of treitz we placed a feeding jejunostomy in witzel-like fashion. This was a 14-french tube exiting from the patient's left quadrant. It was secured to the left abdominal wall in box-like fashion as well as proximally and distally to prevent torsion. Left posterior apical, left anterior apical and left posterior basilar chest tubes were then placed. The left upper and remainder of the left lower lobe were insufflated and did so nicely after suctioning the airway. The rest of the incised diaphragm was then closed, incorporating the strattice mesh into the closure.¿. The records from (B)(6) 2017 state: ¿pericostal #1 looped vicryl sutures were then placed, 4 in count, and the costal margin was closed in overlay fashion with vertical mattress sutures. Prior to closing the abdominal portion of the operation, we placed a drain, 19-french, in the pancreas bed near the conduit. This was placed to bulb suction. The abdominal wall was then closed in anatomic layers with absorbable sutures as was the remainder of the chest wall. Skin was closed by stapling.¿. Surgical pathology report dated (B)(6) 2017: specimen- a: left lower lobe wedge, distal esophagus, proximal stomach, mesh b: gallbladder c: subcarinal lymph node #1 d: subcarinal lymph node #2 e: esophageal margin. Findings: bronchoesophageal fistula. The pathology report dated (B)(6) 2017 states: description: 9.0 cm in length and 1.5 cm in diameter fistula tract runs between the distal esophagus and left lower lobe of lung. Within the lumen of the fistula tract is yellow synthetic mesh material . Final diagnosis: 1. Left lower lobe wedge, distal esophagus, and proximal stomach with mesh, resection: a. Esophagus, proximal stomach, and left lower lobe resection with bronchoesophageal fistula, chronic active inflammation, giant cell reaction, and reactive changes. B. Gastric corpus mucosa with mild chronic gastritis and reactive changes. C. An immunohistochemical stain for helicobacter pylori performed on a representative section of stomach is negative. D. Pulmonary parenchyma with patchy chronic inflammation and fibrosis adjacent to fistula. E. Three perigastric lymph nodes, negative for malignancy. 2. Gallbladder, cholecystectomy: benign gallbladder with no specific pathologic changes. 3. Subcarinal lymph node #1: benign lymph node with reactive changes (0/1 ). 4. Subcarinal lymph node #2: benign lymph node with scattered non-necrotizing granulomas and reactive changes (0/1 ). 5. Esophageal margin:segment of esophagus with benign squamous mucosa and focal active esophagitis. Infectious disease consultation dated (B)(6) 2017 states: ¿impression-esophageal perforation with bronchial fistula likely due to mesh erosion, likely infected mesh, lung abscess, paraesophageal phlegmon. Plan- continue present abx, ceftriaxone and metro for 1 week post-op given contaminated surgical bed at the time of surgery, as well as concern not all infected lung removed.¿. Records for esophagram dated (B)(6) 2017 state: status post distal esophagectomy with gastric pull-up. No. Complications evident. Findings of CT chest, abdomen with IV and oral contrast dated (B)(6) 2017: impression-extensive postsurgical changes. No abscess in the chest and abdomen. Records of upper gi dated (B)(6) 2017 state: 1. No leak status post distal esophagectomy with gastric pull-through as well as left diaphragmatic repair. 2. Retention of contrast within the fluid-filled gastric conduit, with a small amount of contrast passing into the duodenum. Findings could be secondary to postoperative edema at the pylorus. Records of upper gi dated (B)(6) 2017 state: status post distal esophagectomy with prompt transit of contrast flow through the gastric pull-through. No evidence of obstruction or stricturing. Records of upper gi dated (B)(6) 2017 state: no evidence of leakage or obstruction status post esophagectomy and gastric pull-up with changes of prior gastric sleeve resection as before. Inpatient discharge summary for inpatient dates (B)(6) 2017-(B)(6) 2017 state: ¿she has chronic vomiting since her surgery. Yesterday she had eaten a bagel and subsequently vomited more severely than normal. She subsequently developed fevers to 100.6, productive cough with yellow sputum, increasing weakness and malaise. She hasn't been on abx for months. No diarrhea, no dysuria or frequency, cxr, and CT today shows multifocal pna, abscess at chest tube site, but swallow study shows no leak.thoracic wants to admit for ir drainage and IV abx. Wbc 18.¿. The records dated (B)(6) 2017 continue: ¿60yo woman with complex surgical history who presents with fever and cough most likely aspiration pneumonia. She improved with antibiotics and had her abdominal abscess drained. Culture thus far did not grow anything. She was seen by infectious disease during the hospitalization and dr. (B)(6) gave antibiotic recommendations. She was discharged on levo/flagyl and bactrim. She had an esophagram while here and thoracic surgery gave her recommendations on how to position herself to avoid collection of fluid in the pouch because of her issues with chronic vomiting. Records dated (B)(6) 2017 state: discharge diagnosis-abdominal abscess, aspiration pneumonia. Records for CT of chest, abdomen with contrast dated (B)(6) 2017 state: 1. Moderate left upper lobe pneumonia. 2. Also noted are subtle small rim-enhancing fluid collections in the pleural and/or juxtapleural space lower left hemithorax, and contiguous anterior chest wall. It is difficult to determine if these represent abscesses or slowly resolving postsurgical collections status post relatively recent complex surgery in these regions and interval removal of chest tubes. 2. No extravasation of ingested contrast that wouid indicate a leak. Records for CT guided aspiration, left subcostal abscess dated (B)(6) 2017 states: ¿5cc of turbid, but not frankly purulent fluid was obtained, with sample sent for culture.¿ results of the culture were not provided. Procedure records for esophagram (B)(6) 2017 state: while initial swallows of contrast pass promptly through the gastric pull-through into the duodenum without significant obstruction, there is subsequent evidence of delayed gastric emptying. This could represent an intermittent/partial pyloric obstruction or functional issue. Inpatient discharge summary for admission date of (B)(6) 2017 and discharge (B)(6) 2017 state: patient ¿is a 60-year-old female with recurrent herniation of her stomach into her left thorax following a complex diaphragmatic reconstruction with biologic mesh performed on (B)(6) with evidence of aspiration pneumonia and fluid retained within her esophagus. Admitted for recurrent paraesoplhageal hernia, aspiration pneumonia. Operative report dated (B)(6) 2017 indicates patient underwent bronchoscopy with airway lavage. Discharge diagnosis-aspiration pneumonia.¿. Records for CT chest, abdomen with contrasted dated (B)(6) 2017 state: 1. Improvement left basilar intrathoracic in fluid around the reconstructed left diaphragm since (B)(6) 2017. 2. Stable inflammatory change of the left lower costal margin since (B)(6) 2017. No abscess or fluid collection is visible in the site of the fluid collection demonstrated on the (B)(6) 2017 scan. 3. The colon appears inflamed deep to the diaphragm and the site of the left chest inflammation. 4. No abnormality of the jejunostomy tube identified. 5. Improvement in pulmonary opacities. Records for CT chest, abdomen with contrast dated (B)(6) 2017 state: continued abnormal thickening and edema left anterior upper abdominal/lower chest wall with loss of underlying fat planes and wall thickening of the adjacent colonic splenic flexure raising question of a colocutaneous fistula. A small intra-abdominal abscess cavity may be present. Inpatient discharge summary for inpatient admission (B)(6) 17 to (B)(6) 2017 state: reason for admission- aspiration pneumonia s/p esophagectomy. A fistulogram was planned for investigation for abdominal wall abscesses versus possible colocutaneous fistulas. Fistulogram showed sinus tracts communicating with each other and an irregular shaped collection, but no communication to the bowel. Records for CT chest, abdomen, pelvis dated (B)(6) 2017 state: 1. No evidence of leak from gastric conduit. No mediastinal fluid collections or abscesses. 2. Right-sided airways are attenuated due to either mucus or aspirated material resulting in near complete right middle lobe collapse and air trapping in the right lower lobe. 3. Enlarging area of inflammation along the left anterolateral thoracic or abdominal wall. There are findings suspect for developing enterocutaneous fistula with colon. No drainable fluid collections. Records dated 7/18/2017 indicate the patient underwent left upper quadrant sinogram on (B)(6) 2017 with drain placement. Records dated (B)(6) 2017 indicate the patient underwent catheter check and removal. Impression: contrast injection of left upper quadrant cutaneous fistula shows no definitive communication to bowel or other identifiable structures. Catheter removed at this time. Records dated (B)(6) 2017 indicate the patient underwent left upper quadrant sinogram. Impression: catheter study of left upper quadrant fistula shows no bowel loops or other identifiable structures. History and physical records dated (B)(6) 2017 state: ¿per recent CT and barium enema there appears to be no evidence of colocutaneous fistula. She c/o persistent abdominal pain more notable in the luq, that is medically managed with oxycodone by her surgeon. She has two small abdominal ulcers on the lateral and medial luq of her abdomen that are draining moderate to large amounts of exudate. She reports that the medial ulcer, from a drain site that was placed for possible abdominal abscess only remained in place for approximately 24 hrs.¿. Records dated (B)(6) 2017 continue: ¿at site of the medial abdominal ulcer, the tissue is friable, hypertrophic, and mushroom shaped, there is a 0.5 cm opening at the lateral aspect of the hypertrophic tissue that bleeds easily with probing w/a q-tip to 2 cm. The later periulcer tissue is mostly intact with some denudation and scant peri upcer erythema. There are no sxs of infection.¿. Records for CT abdomen and pelvis dated (B)(6) 2017 state: bowel adjacent to the lower anterior chest/upper abdominal wall left upper quadrant is the colonic splenic flexure. This presumably represents the source of the cutaneous fistula, although no contrast is identified currently within the fistula tract itself. History and physical records dated (B)(6) 2017 state ¿is a 60-year-old lady known to thoracic surgery service for multiple thoracoabdominal operations. The patient has had a small amount of discharge from her left upper quadrant. A CT scan (B)(6) 2017 showed abnormal thickening and splenic flexure, raising concern of a possible colocutaneous fistula. (B)(6) 2017 she underwent a barium enema followed by a CT scan of the abdomen. This showed no evidence of colocutaneous fistula.¿. The history and physical records dated 9/18/2017 state: ¿today pt returned to clinic reporting persistent pain in her abdomen. No fever or chills reported. However, pt reported her frustration with her wound healing process. She is ready to wean down to 1 tablet every 5 hours oxycodone and is still taking 2 at night to sleep. Her swallowing is okay, as long as she follows a pureed diet: she has been followed by our wound care team.¿ inpatient history and physical and discharge summary records for inpatient admission (B)(6) 2017 to (B)(6) 2017 state: reason for admission-hematemesis. The ¿60y f presented with an episode of hematemesis. She has a slight cough which may be related to aspiration around the time of the emesis, though she has no other evidence (leukocytosis,imaging, examination) to confirm at this time. She has been found to have a colocutaneous fistula as previously suspected but not confirmed until this admission.¿. Records for CT chest, abdomen, pelvis with contrast dated (B)(6) 2017 state: 1. Mural thickening of splenic flexure, thickened overlying abdominal wall, loss of intervening fat plane, and depression of the skin surface are compatible with a colocutaneous fistula. 2. Slight decrease in mediastinal adenopathy. Inpatient discharge summary records for inpatient admission (B)(6) 2017 to (B)(6) 2017 state: reason for admission-left costal margin wound. The patient ¿is a pleasant 60-year-old woman with a complex surgical history. She has a chronic granulating wound in the costal margin concerning for colocutaneous fistula. However, despite multiple attempts at confirming this, including radiographic and endoscopic studies, we were unable to do so. She was deemed to benefit from wound exploration, debridement and packing.¿. Operative records dated (B)(6) 2017 indicate the patient underwent incision and debridement of left costal margin wound with packing. ¿there were 2 foci of heaped up granulation tissue. An elliptical incision was made around each of these and dissection was carried down to the fascia and to the intercostal space respectively in the anterior and posterior incisions. The excised skin and granulation tissue was sent for pathologic exam.¿. The operative records dated (B)(6) 2017 continue: ¿the bridge connecting these 2 incisions was then opened, and old thoracoabdominal incision line. The granulation tunnels were then explored deeper and the anterior one appeared to course under the costal margin. It actually did appear to connect. We were able to debride the granulation tissue and pack the posterior wound with gauze. That was quite shallow. A penrose drain was placed in the anterior wound through the anterior tunnel with plans to back it out slowly. The skin bridge was then closed primarily and the open incisions were covered with wet-to-dry gauze. At no time during the operation did we encounter stool or any feculent material.¿. Infectious disease consultation dated (B)(6) 2017 states impression luq wounds, ?colocutaneous fistula vs infected mesh, still not clear to me if fistula or not. I worry for infection of the repaired diaphragmatic material but it is biologic and should be absorbing or gone. The chronic nature of this, the improvement when on abx, does make me believe there is a tenacious focus of infection here.¿. Surgical pathology report date of specimen (B)(6) 2017: specimen-left costal margin of wound. Gross description: received in formalin, labeled with the patient's name and "#1," is a 4.2 x 2.8 x 1.3 cm aggregate of soft tissue fragments including 2 unoriented, irregular-shaped skin excisions up to 2.5 x 1.8 x 0.8 cm. The smaller excision contains a 0.8 x 0.6 x 0.5 cm, tan-pink papule that is 0.1 cm from the nearest tissue edge. This excision is inked black, and the larger excision is inked blue. Diagnosis: skin with underlying scarring, granulation tissue, and mixed inflammation. Records for CT chest, abdomen and pelvis with contrast dated (B)(6) 2017 state: abdomen: entero-cutaneous fistula noted in the left upper quadrant just medial to the costal margin. Air and fluid seen in the fistula tract. The fistula is seen extending to the general region of the hepatic flexure of the colon though the precise point of communication with the colon is not definitively demonstrated. There is a moderate amount of inflammatory soft tissue swelling in the general region of the fistula. No discrete fluid collection separate from the fistula is identified. History and physical medical records dated (B)(6) 2017 state ¿patient is pleasant 60-year-old female with a complicated past medical history including boerhaave syndrome necessitating esophagectomy and diaphragmatic repair, now status post incision and debridement of a chronic granulating wound in the costal margin that was concerning for a fistula. We reviewed and explained pt's CT findings and offered a left costal margin wound debridement and possible wound vac placement.¿. Records for CT of chest and abdomen with contrast dated (B)(6) 2017 state: 1. Left chest sinus tract is again seen which extends through an area of soft tissue thickening involving the lower left anterior rib cartilages and tracks along the left diaphragm. The overall extent is unchanged, however there is a small but increasing amount of fluid in the in the tract. 2. Subcentimeter enhancing nodule in the left rectus muscle is not significantly changed compared to 2015 exam. This most likely represents a vascular structure such as venous varix, avm or small pseudoaneurysm. If there is desire for a definitive answer an ultrasound evaluation could be considered. Inpatient discharge summary records for inpatient admission (B)(6) 2017 to (B)(6) 2017 state patient admitted for non-healing left costal margin wound with sinus tract. Operative records dated (B)(6) 2017 confirm the patient underwent debridement of costal margin with resection of the costal margin and debridement of deep wound and wound vac application. No connection or visualization of the colon throughout the procedure. Surgical pathology report dated (B)(6) 2017 gross description-received in formalin, labeled with the patient's name and "#1," is a 6.5 x 6.0 x 2.0 cm aggregate of skin and soft tissue fragments. The skin fragments range from 2.5 to 4.0 cm in greatest dimension. The skin surface displays an ulcerated, 1.0 x 0.5 cm lesion. Sectioning reveals a hemorrhagic tract extending into the underlying soft tissue. Remaining cut surtaces consist of gray-white, fibrous tissue and possible cartilaginous tissue. Sections: a1: representative section of hemorrhagic tract and skin. A2: representatives sections of soft tissue. Left costal margin wound biopsy-a. Skin and soft tissue with ulceration extending into subcutaneous tissue, with acute and chronic inflammation and fibrosis. B. Fragments of cartilage. C. Foreign body giant cell reaction is present. Infectious disease consultation dated (B)(6) 2017 states-impression draining luq wound, possible rib osteomyelitis a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore dualmesh® plus biomaterial instructions for use also states: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 12/2/2010 including records for congenital diaphragmatic hernia repair, surgical records from 2007, records for repair of large diaphragmatic hernia with gore-tex dualmesh in 2008 (mentioned in 6/22/2016 note), and surgical records for esophageal rupture repair in 2011, were not provided. Operative records dated 12/2/2010 state the patient underwent left thoracotomy with complete lysis of adhesions, mobilization and reduction of hiatal hernia consisting of stomach and 360 degree duo mesh patch reconstruction, onq pain catheter insertion. The operative findings state: ¿the patient had extensive adhesions from her multiple prior operations.¿ ¿she was found to have a recurrent paraesophageal hiatal hernia consisting of stomach. The old mesh was intact to the radial aspect of the diaphragm but was disrupted and pushed lateral by the hernia contents. The esophagus was noticeably foreshortened from chronic scarring.¿ there are no product identification or implant records for the ¿old mesh¿ that was encountered during the procedure. The operative records dated 12/2/2010 continue: ¿a skin incision was made with a standard posterolateral thoracotomy incorporating the patient's previous lateral thoracotomy incision at approximately the 5th or 6th intercostal space. The incision was carried through the skin and subcutaneous tissue down to the level of the latissimus dorsi muscle which was divided with bovie cautery.¿ the records dated 12/2/2010 state: ¿the anterior serratus muscle was identified, spared and retracted anteriorly. The 6th intercostal space was identified. It was again noted that this rib was previously noted to have been shingled at a earlier operation. Based on this finding, the decision was made to enter the 6th intercostal space. This was done with careful blunt and sharp dissection as well as bovie cautery until the pleural cavity could be entered.¿ the 12/2/2010 records continue: ¿upon entering the pleural cavity, it was noted that there was adherence between the visceral and parietal pleura of the lung that was dense adhesions and required a long and tedious sharp dissection to mobilize the lung first off the chest wall and then to separate it from the diaphragm and the hernia contents. Once the lung was completely mobilized and separated from the abdominal contents, the abdominal contents were dissected off the medial surface of the mediastinum and found to consist of stomach that was not in vascular jeopardy.¿ operative records dated 12/2/2010 state: ¿the contents were also adhered to the edge of the diaphragm hernia defect and again required careful and tedious sharp dissection. The old patch repair was completely intact at the diaphragm but was disrupted at its medial attachments by the hernia contents pushing the patch laterally. The defect was defined and again measured 10x10 cm.¿ there are no product identification or implant records for the ¿old patch repair¿ noted during the procedure. Operative records dated 12/2/2010 continue: ¿the esophagus was foreshortened and thickened from chronic scarring and the cardia at the esophagogastric junction remained above the plane of the diaphragm even after easy and reduction of the remainder of the abdominal contents. The defect was freed up all the way around where there was muscle so a thick edge could be used as an anchor. The esophagus was mobilized as well so it could be covered posterior to the structure as well.¿ records dated 12/2/2010 state: ¿a patch of thick goretex duomesh [sic] was fashioned in a circle with a tail and central defect to go around the esophagus without constricting the esophagus was created. This was sewn with large full thickness bites of the diaphragm defect with running 0 prolene suture and continued medial and posteriorly by anchoring to the thoracic fascia, the soft tissue over the aorta and the pericardium medially near the central tendon.¿ records dated 12/2/2010 continue: ¿the esophagus was then tacked to the centrally created mesh defect with 2.0 ethibond horizontal mattress sutures to prevent herniation of contents up along the esophagus and between the mesh. There was zero tension on the repair when completed.¿ operative records from 12/2/2010 continue: ¿the lung filled the thoracic cavity. Progel was sprayed on the dissected lung surface. The operative site was inspected for hemostasis. When hemostasis was assured, an onq subpleural paravertebral catheter was inserted and then loaded with 0.25% marcaine. The chest was drained with two 28 french chest tubes, one right-angle chest placed posteriorly. The other an anterior apical chest tube. These were brought out through the 7th and 8th intercostal spaces and secured to the skin with silk stitches.¿ records dated 12/2/2010 state: ¿#2-0 vicryl sutures were used in a figure-of-eight fashion for paracostal sutures to reapproximate the rib edges. The latissimus dorsi was then closed with a running 0 vicryl suture, followed by placement of the second on-q pain catheter beneath the latissimus dorsal muscle and above the intercostal muscle. This was also loaded with 0.25% marcaine. The remainder of the wound was closed in layers with absorbable suture.¿ the records confirm a gore dualmesh®plus biomaterial (1dlmc04/05830803) was used during the procedure. Product identification and implant records for a prior hernia repair were not provided. Discharge summary dated 12/8/2010 states: ¿this patient is a 51-year-old female who in september 2007 experienced a boerhaave's syndrome. She was operated on at the university of washington over the course of 3 months, undergoing 5 surgical procedures. These included repair of the boerhaave's, as well as repair of a leak. She also underwent empyema and decortication and attempted repair of the diaphragmatic hernia .¿ product identification and implant records for the diaphragmatic hernia repair were not provided. Discharge records dated 12/8/2010 continue: ¿she has been on home oxygen and has had several episodes of pneumonia over the course of the last 6 months. A CT scan revealed a diaphragmatic hernia with the parts of the colon, the stomach, and part of the pancreas herniated into the chest cavity.¿ medical records between 12/8/2010 and 6/22/2016 were not provided. Pain management consultation records dated 6/22/2016 state: the patient ¿is a 59 year old woman who was seen in consultation regarding chronic pain management. She has chronic abdominal pain after multiple abdominal surgeries.¿ note from her surgeon states ¿she has had multiple abdominal operations for repair of an incisional hernia after surgery to repair a ruptured (boerhaave's) esophagus in 2007. Also she has had 2 operations to repair congenital diaphragmatic defect including left thoracotomy with decortication, lysis of adhesions, and repair of a large diaphragmatic hernia with gore-tex dual mesh in 2008.¿ the consultation records dated 6/22/2016 continue: ¿then she required a redo of the left diaphragmatic hernia repair on 06/22/2011 with 360 degrees of wrapping of the upper end of her abdominal small bowel and stomach with mesh . After this she has had left upper quadrant pain. In june of 2011, she sustained a second rupture of her esophagus, and repair of this was also part of the above described surgery on 06/22/2011.¿ the records dated 6/22/2016 state: ¿she has persistent, functional, mild to moderate stricture of the distal esophagus, as well as altered esophageal motility causing chronic difficulty swallowing, rare odynophagia, and gastroesophageal reflux disease.¿ in one of the notes by dr. Eric schwarz he advised, "she should not have abdominal surgery again unless it is a life and death situation. She is going to have to live with her chronic left upper quadrant pain." The consultation records from 6/22/2016 continue: ¿treatment of her pain has included massage therapy, psychological counseling, injections, medicine, tens, surgery, exercise, topical warmth and cold, chiropractic. She has had left thoracic spinal nerve blocks to decrease post thoracotomy pain. Today she told me she got about 1-2 weeks relief from that. Then it was back with a vengeance." Records for CT chest, abdomen, pelvis dated 10/10/2016: ¿severe thickening of the distal esophagus associated with surrounding opacity extending into the left pleural space and lung base with a central gas-filled cavity. This could represent chronic or indolent abscess associated with history of esophageal perforation severe wall thickening of the distal esophagus may represent chronic esophagitis, however the possibility of an esophageal neoplasm would be difficult to exclude.¿ records for CT chest, abdomen and pelvis with contrast dated 10/31/2016: ¿mild interval increase in the moderate focus of consolidation in the left lower lobe, trace left pleural effusion, and associated adenopathy in the thorax. There is again esophageal wall thickening which may reflect esophagitis, although underlying malignancy is a consideration. Small pockets of gas density again a few of which are possibly extraluminal in addition to foci of gas and fluid in the herniated portion of the stomach noted which may be worsening of a cavitary infection; chronic leakage/perforation is also a consideration given the history.¿ consultation records dated 10/31/2016 state the patient ¿¿is a 59-year-old female with a complex thoracic surgery history. Her history begins in 2007 for boerhaave syndrome in tacoma. Overall, she has had a total of 9 operations. She has also had 2 operations to repair a congenital diaphragmatic hernia defect including left thoracotomy with decortication, lysis of adhesions and repair of a large diaphragmatic hernia with gore-tex dualmesh in 2008. She required a redo of the left diaphragmatic hernia repair on 06/22/2011 with a wrap using mesh. In 06/2011, she sustained a 2nd rupture of her esophagus and was repaired at the same time as above-mentioned surgery. She has had multiple abdominal operations for repair of incisional hernia as well.¿ records detailing the june 2011 esophageal rupture and repair were not provided. The 10/31/2016 consultation records state: ¿since 2011, she has suffered with constant left upper quadrant pain that radiates to her back. During 1 of her surgery, she required resection of what she thinks is t5 or t6 and left rib. Her pain is worse with larger meals and when she feels bloated. She notes a 50 pound weight loss over the last few years.¿ ¿she was to undergo endoscopy recently, however, was found to be septic and admitted to the hospital here at virginia mason. A CT scan of her chest, abdomen and pelvis with IV contrast revealed concern for small pockets of extraluminal gas, which may be attributed to a repeat perforation and, thus, thoracic surgery was consulted. Today, she reports fevers and chills as well as left upper quadrant pain. She denies any other complaints.¿ consultation records for concern for esophageal perforation dated 10/31/2016 state the patient ¿¿is a 59-year-old female with a complex thoracic history including multiple esophageal ruptures, failed paraesophageal hernia repair and incisional hernias currently presenting with a phlegmon at the esophagogastric junction. The differential diagnosis for her imaging findings is broad and includes a slipped fundoplication, a mesh infection, malignancy, esophageal alveolar fistula or a contained perforation.¿ consultation records for concern for mediastinitis dated 10/31/2016 state: assessment: 1. Systemic inflammatory response syndrome with fever, tachycardia in a patient with presumed chronic intrathoracic or intraabdominal infection.2. Hemoptysis. 3. Multiple prior abdominal and thoracic surgeries. 4. Penicillin allergy. Consultation records regarding distal esophageal thickening, pleural fluid collection dated 11/1/2016 state: problem list/assessment-¿distal esophageal thickening with increasing focus of consolidation with pockets of gas density in the left lower lobe/pleural space in a patient with history of esophageal perforation x2 and several hiatal hernia repairs - differential remains broad but includes contained esophageal perforation vs esophagopleural fistula vs malignancy vs mesh infection. We have discussed at length with our thoracic surgery collegues and will begin with egd first for initial evaluation.¿ records for esophogram dated 11/2/2016: there is an enteral stent extending from the lower esophagus into the stomach. The stent is patent with good flow of contrast into the stomach. No abnormal collections of contrast in the left upper quadrant or pleural space were identified. Stomach was atonic. However once contrast reached the duodenum there was normal small bowel motility. Records for CT chest with contrast dated 11/3/2016: unchanged position of the stent within the distal esophagus and the proximal stomach. The stent is patent, but there is some narrowing of the lumen of the esophagus immediately upstream of the stent. 2. No extravasation of oral contrast medium given to the patient for this CT i.e. No evidence of active/ongoing leakage such as an esophageal-bronchial or esophageal-pleural fistula. 3. Stable atelectasis and consolidation in the left lung lower lobe basilar segments. Inpatient discharge summary records dated 11/5/2016 for inpatient admission 10/31/2016 to 11/5/2016 indicate patient was admitted for sepsis, concern for esophageal perforation. The records state: ¿patient is a 59 y/o woman with prior episodes of esophageal rupture, with multiple surgeries, sent in from gi clinic due to sepsis. The patient first suffered from an esophageal rupture in 2007. This was repaired. She also had repair of a diaphragmatic hernia. In 2011, she experienced another esophageal rupture, again repaired.¿ the discharge summary dated 11/5/2016 continues: ¿she has since had chronic luo pain. She says the mesh she has makes it hard to breathe or stand up. However, over the past three months she has been feeling worse. This started with a nagging cough, productive of green, and often bloody, sputum. The coughing spells at times lead to vomiting, which the patient states is also bloody. She had increased shortness of breath because of "the pressure on the left lung". She also had pain in the region of the lower esophagus, like pressure, for about a week. She did not notice it change with po intake. She has not had much dysphagia or odynophagia. No heartburn. Has had low-grade fevers.¿ the records dated 11/5/2016 state: ¿the patient was treated as outpatient from possible bronchitis vs pna with doxycycline then later azithromycin. She was referred to gi. CT of the chest and abdomen 10/10 revealed thickening of the distal esophagus with a surrounding opacity extending into the left lung, concerning for possible perforation and chronic abscess.¿ the 11/5/2016 records continue: ¿at the time, it was not clear whether these findings were new. They do not appear on an outside CT done 7/2015. The patient started to feel a bit better. However, the day prior to admission, she suffered with malaise, weakness, and chills. The patient was scheduled to undergo an egd and colonoscopy today (10/31), but upon arrival for the procedure, she was noted to be febrile and tachycardic, thus was sent to the ER for further evaluation.¿ records dated 11/5/2016 state ¿underwent egd on 11/1/16 and was found to have an esophago-pulmonary fistula, fully covered esophageal stent to exclude fistula was placed. Cause of fistula may be related to mesh erosion that had been placed during prior paraesophageal repair. CT shows thickening of the distal esophagus with consolidation in the left lower lobe, possible phlegmon or abscess. - thus, there is concern for leakage of material from the esophagus.¿ discharge summary 11/5/2016 continues: esophagram/ugi 11/2/2016 - distal esophageal stent is unchanged in position. No contrast flow into the known esophageal pleural fistula. Gastric atony. Ctchest wl IV contrast 11/3: unchanged position of the stent within the distal esophagus and the proximal stomach. The stent is patent, but there is some narrowing of the lumen of the esophagus immediately upstream of the stent. No evidence of active/ongoing leakage. Stable atelectasis and consolidation in the jett jung lower lobe basilar segments. Records for CT chest with contrast and thoracic/abdomen dated 11/16/2016: the esophageal stent which was previously in the distal esophagus spanning the gastroesophageal junction has migrated inferiorly, and is now within the stomach. There is contrast within the stomach. The lumen of the stent is filled with nonopacified debris. As before, there is thickening of the esophageal wall of the lower image. There is not significant retained contrast within the esophagus. There is moderate distention of the stomach which is filled with contrast and debris. Normal appearance of the duodenum and visualized small bowel. Records from CT dated 11/16/2016 continue: there has been no interval frank extravasation of oral contrast material at the gastroesophageal junction or into the left chest cavity. Compared to november 3, 2016, there has been interval inferior migration of the esophageal stent which is now within the stomach. Thickening of the mid to distal esophageal wall is redemonstrated, although there is no significant retrained contrast within the esophagus. 2. Hyperdense along the left diaphragm around the gastroesophageal junction in keeping with prior mesh hernia repair, with persistent herniation of a portion of the gastric fundus that contains contrast. No imaging findings to suggest angulation. 3. No new or enlarging pleural fluid collection, or new contrast extravasation into the left chest. Inpatient discharge summary for inpatient admission 11/30/2016 and discharge date 12/4/2016 states: reason for admission: pain in the right upper quadrant. Discharge diagnosis: acute cholecystitis, pulmonary abscess, acute gallstone pancreatitis, history of major abdominal surgery with abdominal mesh. History and physical records dated 11/30/16 include CT chest/abdomen/pelvis results from 11/28/2016. 1. No abnormal extravasation of ingested oral contrast that would indicate a leak or fistula, and no pleural effusion or ascites. 2. Again noted are findings of a hernia defect involving the left hemidiaphragm with a portion of the stomach in the lower left hemithorax, and adjacent atelectasis of the left lower lobe. 3. Previously documented stent which had migrated into the stomach is no longer present. No new abnormalities. The records from hospital stay 11/30/2016 to 12/4/2016 include surgical consultation records that state ¿59 year old woman with gallstone pancreatitis who appears to have passed the offending stone. She remains at risk for recurrent gallstone pancreatitis and certainly cholecystectomy is recommended to prevent recurrence. However, given her complex abdominal surgical history and planned operative intervention for the esophagobronchial fistula, it would likely be preferrable to hold off on the cholecystectomy for now and instead to perform it at the time of that surgery.¿ records for CT chest, abdomen and pelvis with contrast dated 12/2/2016: impression-1. Several tiny calcified gallstones within the gallbladder lumen with small amount of pericholecystic fluid. Findings might be due to early cholecystitis. 2. Stable thoracoabdominal surgical changes without CT evidence of perforation or abscess. The records from hospital stay 11/30/2016 to 12/4/2016 include gastroenterology consultation records that state ¿patient underwent endoscopy with esophageal stent placement on 11/1. ID was consulted and placed on antibiotics. It was thought that the cause of this esophageal fistula was likely secondary to infected mesh from prior hiatal hernia surgery. The plan was to monitor on antibiotics and follow closely with hopes of not needing surgery in the future. She was unfortunately found to have a migrated esophageal stent around 11 /18 and on 11/18 when for egd and the stent was removed, mesh was seen through the fistula and after discussion the stent was not replaced. She has been kept on IV antibiotics with ceftriaxone, metronidazole and fluconazole with plans to treat for 6 weeks.¿ the discharge summary dated 12/4/2016 states: ¿59 y/o woman admitted with ruq pain with mild gallstone pancreatitis by mrcp. Bilirubin and liver enzymes are normal. Pmh: boerhaave's syndrome and subsequent complex gastroesophageal surgical history, including repair of a diaphragmatic hernia with mesh, recent admission for sepsis secondary to a paraesophageal and lung infection, related to an esophagopleural fistula (on antibiotics). With symptoms of ruq pain and cholecystitis, improved with broadening antibiotic coverage.¿ records dated 1/18/2017-12/20/2017 will be sent in a separate report. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: updated health effect: e1906: unspecified infection; e2326: inflammation h6: updated investigation finding h6: updated investigation conclusions: d15: cause not established h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Conclusion: #2 gore® dualmesh® plus biomaterial, 1dlmcp04 / 05830803 it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05830803 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008 including records for congenital diaphragmatic hernia repair, left oophorectomy stamm gastrostomy for drainage, feeding jejunostomy tube, right thoracostomy tube, bilateral tubal ligation, and previous surgical repairs of esophageal ruptures and five previous surgeries for repairing boerhaave¿s syndrome and leaks, appendectomy, bilateral tubal ligation and cystectomy. [Missing records: medical records including records for ¿5 surgeries repairing her bowehaave¿s syndrome¿ as well as repair of ¿leak¿ were not provided.] [Missing records: records for ¿CT between 2006 and 2007 showing her stomach and upper abdominal contents are elevated into her left lower thoracic cavity suggesting an injured or torn left hemidiaphragm¿ were not provided.] [Missing records: medical records for the hospitalization at st. Joseph medical center were not provided.] On (B)(6) 2008 (B)(6) hospital. (B)(6), md. Emergency room visit. Difficulty breathing, some pain. Diagnosed with pneumonia 2 weeks ago. Actually was hospitalized at (B)(6) medical center in (B)(6) for pneumonia. With this episode, describing thick chocolate sputum. Review of systems: reports chest discomfort, shortness of breath, cough, chest congestion, also reports some abdominal pain. Laboratory: white count 16,500. CT of the chest reported a large defect in the dome of the left hemidiaphragm, which has herniated the entire stomach portion to the left hemicolon and the tail of the pancreas, as well as marked consolidation of the left lung base with air bronchogram suggesting pneumonia. Assessment: left diaphragmatic hernia with stomach, bowel in the left hemithorax. Left basilar pneumonia. Will be admitted to the intensive care unit to dr. (B)(6). Has significant left shift and pneumonia on top of the diaphragmatic hernia with eventration of the abdominal contents. On (B)(6) 2008 (B)(6) hospital. (B)(6) , md. Radiology-chest x-ray, 2 views. Impression: volume loss left hemithorax with elevated left hemidiaphragm and what appears to be the stomach and colon in and intrathoracic position. There is associated atelectasis. Findings are suggestive of a diaphragmatic hernia although this does not seem to correlate with the volume loss. Volume loss may be present with an obstructive central lesion in the left lower lobe bronchus. On (B)(6) 2008 (B)(6) hospital. (B)(6), md. Radiology-CT chest w/o contrast. There is a large defect within the central aspect of the left hemidiaphragm at the dome measuring an estimated 8 cm anterior to posterior. Through this defect, the entire stomach and a portion of the left colon and tail of the pancreas has herniated. There is marked consolidation of the left lung with air bronchograms present. Impression: large defect in the dome of the left hemidiaphragm through which has herniated the entire stomach, portions of the left hemicolon and the tail of the pancreas. Marked lung consolidation left lung base with air bronchograms present patchy infiltrate throughout the native left lung suggesting pneumonia. Probable chronic pancreatitis with calcifications likely within the tail the pancreas. On (B)(6) 2008 (B)(6) hospital. (B)(6), md. History and physical. Presents with worsening dyspnea and depressed mental status today. Notably had pneumonia with hemoptysis (B)(6) 2008, was admitted for 2 days at (B)(6) medical center. She is followed at (B)(6) medical center by dr. (B)(6) who is a surgeon, regarding her boerhaave¿s surgeries. She reports cough for 3 days. Today her boyfriend had difficulty arousing the patient and at 11:30 she was aroused and 911 was called. Reports emesis of ¿chocolate color¿ and is unsure if this was blood. Denies any change in her chronic abdominal pain, which she grades 6 out of 10. Laboratory studies: wbc 16.5. Assessment: boerhaave¿s syndrome with acute dyspnea and chest CT showing left lower lobe pneumonia and new large diaphragmatic hernia. Plan: neurologic: initial depressed mental status currently resolved, unsure if this related to relative hypoxia. The patient denies increased use of methadone or clonazepam. Will check urine toxicology and track mental status. Left lower lobe pneumonia. Large diaphragmatic hernia, dr. (B)(6) of thoracic surgery to consult in the morning. On (B)(6) 2008 (B)(6) hospital. (B)(6), arnp. Cardiothroacic surgery consultation. Was operated on at the university of washington over the course of 3 months, undergoing 5 surgical procedures. These included repair of the boerhaave¿s, as well as repair of a leak. She also underwent empyema and decortication and attempted repair of the diaphragmatic hernia. She has been on home oxygen and has had several episodes of pneumonia over the course of the last 6 months. Examination: abdomen; somewhat tender to touch. Assessment: diaphragmatic hernia with significant amount of abdominal contents in the chest cavity. Pneumonia. Significant anemia. Dr. (B)(6) will further consult on the appropriateness and timing of the surgical procedure. On (B)(6) 2008 (B)(6) hospital. (B)(6), md. Gastroenterology consultation. The patient does not appear to have evidence of active gi bleeding at the time of evaluation. Previously had a thal patch of her proximal stomach by dr. (B)(6) at (B)(6) hospital. A swallow evaluation several days later showed a contained leak. Approximately 15 days later developed leukocytosis, fever and scan showing what appeared to be pneumomediastinum. Underwent laparotomy with drainage of her mediastinal abscess into her right pleural space as well as omental flap taken up and placed next to her thal patch. She had a stamm gastrostomy for drainage and a feeding jejunostomy tube and right thoracostomy tube on (B)(6) 2006, represented again in september for right empyema requiring interventional radiology drainage, jejunostomy. The patient had persistent abdominal pain, poor tolerance of oral intake. Multiple CT scans, esophogram, upper gi and small bowel follow throughs, as well as endoscopy. CT between 2006 and 2007 showing her stomach and upper abdominal contents are elevated into her left lower thoracic cavity suggesting an injured or torn left hemidiaphragm. Admission on (B)(6) 2007 for abdominal pain. Underwent appendectomy, complicated by hemoperitoneum requiring every operation showed hemorrhage likely due to ruptured ovarian cyst. Cystectomy of her ovary. Assessment: diaphragmatic defect with large area of herniation 8 cm containing entire stomach portion of the left colon and the tail of the pancreas. Evidence of chronic pancreatitis. On (B)(6) 2008 (B)(6) hospital. (B)(6) , md. Operative report. Pre/postop diagnosis: left diaphragmatic rupture with herniation of intra-abdominal contents and recurrent pneumonia. Procedure: left thoracotomy with lysis of adhesions. Reduction of herniated abdominal contents. Primary repair of diaphragm defect, plication of eventrated diaphragm and reinforced diaphragmatic repair with gore dualmesh plus prosthetic. Findings: the patient was found to have extensive herniation of intra-abdominal contents into the left hemithorax. Adhesions were noted between the herniated intra-abdominal contents that included colon, stomach and to the pleural surfaces. There was no evidence of empyema or significant pleural rind. The patient was also found to have a markedly eventrated diaphragm with a focal diaphragmatic defect that was approximately 10 x 10 cm and located near the central tendon of the diaphragm. Procedure in detail: ¿after consent was obtained, the patient was brought to the operating room where she was placed in the supine position. She underwent successful general endotracheal anesthetic with a double-lumen endotracheal tube and appropriate position confirmed by fiberoptic bronchoscopy. A brachial arterial catheter was placed in the left upper extremity and a central venous line was placed and a foley catheter was also placed. The patient was then position in a right-side down lateral decubitus potion, and the hips were cantered posteriorly at 45 degrees allowing exposure to the abdomen, as well as to the left hemithroax. The abdomen and chest were then prepped and draped in the usual sterile fashion. A skin incision was made with a standard posterolateral thoracotomy incorporating the patient¿s previous lateral thoracotomy incision at approximately the 5th or 6th intercostal space. The incision was carried through the skin and subcutaneous tissue down to the level of the latissimus dorsi muscle was identified, spared and retracted anteriorly. The 6th intercostal space was identified. It was noted that this rib was already fractured posteriorly with a healed site of fracture and in fact it looked as if a shingle of the bone had been excised at the time of the original operation. Based on this finding, the decision was made to enter the 6th intercostal space. This was done with careful blunt and sharp dissection as well as bovie cautery until the pleural cavity could be entered. Upon entering the pleural cavity, it was noted that there was adherence between the visceral and parietal pleura of the lung, as well as the intra-abdominal contents and the thorax wall. Extensive adhesions were identified and required sharp dissection and bovie cautery in order to mobilize the intra-abdominal contents off of the parietal pleura as well as off of the visceral pleura of the lung. Once the lung was completely mobilized and separated from the abdominal contents, the abdominal contents were dissected off the superior surface of the diaphragm until the diaphragmatic defect could be identified. The defect was identified medially near the central tendon and it was approximately 10 x 10 cm. The defect was clearly demarcated with careful dissection until a nice wide margin of the free edge of the defect was accessible, both on the thoracic as well as the abdominal side of the defect. The herniated intra-abdominal contents, including colon, stomach and some omentum, were reduced through the hernia, and it was noted that on inspection of the diaphragm that the diaphragm was markedly eventrated and would require plication. The eventrated portion of the diaphragm was in the posterior dome of the diaphragm, and the defect was anteromedial. For this reason, I felt that there would be too much tension if we tried to close the primary repair and perform a plication with a single suture line. For this reason, the defect was reapproximated with interrupted 2-0 ethibond pledgetted horizontal mattress sutures to eliminate the diaphragmatic defect, followed by an imbricating plication of the dome of the diaphragm with additional interrupted 2-0 pledgetted ethibond sutures in a horizontal mattress fashion. The entire repair was supported with a piece of gore dualmesh plus prosthetic which was sewn with running 0 prolene suture, first with a horizontal mattress fashion circumferentially around the previously repaired diaphragmatic defect as well as the plication repair, wide bites incorporating dense diaphragmatic tissue were used to anchor the mesh and a second running 0 prolene suture in a whipstitch fashion was then used to reinforce the initial repair. Once this was completed, the lung was reexpanded with additional lysis of adhesions between the lower lobe and the upper lobe. The lung filled the thoracic cavity. The operative site was inspected for hemostasis. When hemostasis was assured, an on-q subpleural paravertebral catheter was inserted and then loaded with 0.25% marcaine. The chest was drained with two 32 french chest tubes, one right-angle chest placed posteriorly. The other an anterior apical chest tube. These were brought out through the 7th and 8th intercostal spaces and secured to the skin with silk stitches. #2 vicryl sutures were used in a figure-of-eight fashion for paracostal sutures to repapproximate the rib edges. The latissimus dorsi was then closed with a running 0 vicryl suture, followed by placement of the second on ¿q pain catheter beneath the latissimus dorsa muscle and above the intercostal muscle. This was also loaded with 0.35% marcaine. The remainder of the wound was closed in layers with absorbable suture. At the end of the case, sponge count, needle count and instrument counts were reported correct. The patient was subsequently returned to the supine position. A double-lumen endotracheal tube was replaced with a single-lumen endotracheal tube, and the patient was transferred to the intensive care unit in stable condition.¿ product identification records for the alleged ¿gore dualmesh plus¿ were not provided. On (B)(6) 2008 (B)(6) hospital. (B)(6), md. Discharge summary. Presented to emergency department with known history of recurrent ruptured diaphragmatic hernias. She had been followed by the university of washington cardiothoracic surgery and had 5 surgical repairs during 2007. The patient presented with increased shortness of breath and altered mental status with hemoptysis, cough productive of yellow sputum but no fevers and chills. Her partner found her with difficulty breathing and was unable to arouse her. She had emesis of dark brown fluid and reported abdominal pain. On (B)(6) 2010 (B)(6) hospital. (B)(6), md. Radiology-upper gi and small bowel follow through. Impression: very large paraesophageal hiatal hernia with large portion of the gastric body and a portion of the fundus extending intrathoracically. There is an element of rotation and folding of the stomach within the chest. Normal-appearing small bowel follow through. On (B)(6) 2010 (B)(6) hospital. (B)(6), md. History and physical. Reportedly had done fairly well until the last 3-4 months when she states has begun to develop vague abd and left chest discomfort with general malaise and some doe [dyspnea on exertion]. Complains of constipation. CT scan (B)(6) 2010 was compared by me to the one from 2008 and shows what appears to be a much smaller, but still significant herniation of stomach and bowel into the left chest. The appearance is that of a medial failure with the overlying patch pushed up and lateral away from the medial hernia defect. Her spleen appears to remain below the diaphragm this time. A/p: recurrent hernia s/p multiple abdominal and thoracic operations related to initial boerhaave syndrome a number of years back. She is not obstructed or strangulated and her sxs [symptoms] are fairly subacute in onset. I would like to obtain an esophogram with sbft [small bowel follow through] to better eval what is above and what is below the diaphragm and eval for component of volvulus. I will discuss the need for steroids with dr. (B)(6)and consult some outside esophageal experts regarding anchoring any additional repairs. Regardless, I think she will need a repeat thoracic approach with reduction of abd contents and redo hernia [sic] repair. I will also discuss with her gastroenterologists for additional opinions and thoughts on her constipation as a possible contributing factor to her failure. Medical records between (B)(6) 2010 and 1/3/12 were not provided. On (B)(6) 2012 (B)(6) hospital. (B)(6), md. Radiology-CT angiography. History: idiopathic pulmonary fibrosis, history of pulmonary embolus. Impression: persistent left diaphragmatic defect. Only small to moderate part of the proximal stomach extends through the defect which is improved in the interval. [Missing records: records between (B)(6) 2012 and present including alleged hospitalizations for dates: (B)(6) 2016, (B)(6) 2016, (B)(6) 2017 were not provided.] Medical records between (B)(6) 2012 and (B)(6) 2016 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.